Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 8050692; medical device expiration date: 02/28/2019; returned to manufacturer on: n/a; device manufacture date: 02/19/2018. " (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap from the bd vacutainer® z (no additive) plus urine tube remains inside when the tube is removed from the transfer device. No serious injury or medical intervention was reported.

Event description:
It was reported that the cap from the bd vacutainer® z (no additive) plus urine tube remains inside when the tube is removed from the transfer device. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper pullout with the incident lot was not observed as the cup was not bd product. Additionally, evaluation and testing of the customer samples was performed and stopper pullout was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper pullout with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific bd product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.